Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a cerebrovascular thrombectomy procedure using an 8.5f sheath. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device to achieve hemostasis or the absence of performing the preclose technique would not contribute to a needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Medical device problem code 1494- off-label use- indication for use was added as the pre-close technique was not used when closing with a sheath greater than 8f.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a cerebrovascular thrombectomy procedure using an 8.5f sheath. Reportedly, after the foot deployed as the device was kept at 45-degree angle, the plunger was pushed down and pulled back, but no suture was attached to the needle. A cuff miss occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.